Event description:
The doctor used dermabond on a c-section and the wound opened up. The pt's wound opened up 4-5 days after the surgery and was closed by packaging only because the pt declined sutures to re-stitch. This surgery occurred in 2006. The pt recovered completely, the wound healed nicely.

Manufacturer narrative:
Some info for this report may not have been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The package insert indicates that the adhesive should not be used in areas exposed to prolonged moisture or friction. The area should be dry prior to applying the adhesive to assure direct contact for adherence of the adhesive with the skin. Package insert also states that pts treated with dermabond(r) topical skin adhesive should be instructed that until the polymerized film has sloughed naturally (usually in 5-10 days) there should be only transient wetting of the treatment site. The pt may shower and bathe the treatment site gently. The site should not be scrubbed, soaked, or exposed to prolong wetness until the film has sloughed off naturally and the wound has healed closed.